Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan error" on the same days of applying the adc freestyle libre sensor. The customer did not experience any symptoms however, had contact with a healthcare provider who administered an unspecified dose of insulin injection as treatment. There was no report of death or permanent impairment associated with this event.